Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Citation: department of obstetrics, gynecology and oncology, second faculty of medicine; arch med sci 2016; 12, 5: 1036¿1042; doi: 10.5114/aoms.2015.47654.

Event description:
It was reported in a journal article that patient underwent cesarean section procedure on unknown date between 12/2013 and 3/2014 and suture was used in transverse skin incision (pfannenstiel). The study evaluated the presence of superficial and deep ssis during the first 14 days after a cesarean section. Patient was randomly allocated to receive treatment with either a dacc dressing (study group) or a standard surgical dressing (control group). For fascial, subcutaneous tissue and skin incision closure, continuous antibacterial braided absorbable suture, single monofilament absorbable suture and subcuticular continuous monofilament non-absorbable suture were used. Wound irrigation with an octenidine solution was performed prior to the closure of subcutaneous tissue. The patient possibly developed surgical site infection with systemic antibiotic therapy. The patient possibly developed wound hemorrhage requiring dressing replacement. The patient possibly experienced wound dehiscence due to infection requiring surgical intervention on unknown date due to necrotizing fasciitis. The microbiological analysis of cultures from infected wounds demonstrated staphylococcus epidermidis in the study and control group, respectively. In the control group wound infection was caused by pseudomonas aeruginosa, streptococcus sp. And methicillin-resistant s. Epidermidis. The mean time to first symptoms of wound infection was 10.5 and 8.8 days in the study and control group, respectively. Additional information will be requested.